Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) had high impedances. The patient underwent a ipg revision procedure, wherein the lead was moved down and remains implanted and in use.